Event description:
It was reported that a patient thought her programmer wasn't working, but she was then able to sync and read the normal screen. The patient was on program 3 at 2.8v. It was noted that the patient could not feel stimulation, but she did when she first got the implant. The patient stated that "it" may have moved. It wasn't clear if the stimulation moved or her implantable neurostimulator (ins) moved. The patient turned the stimulation off to see how her symptoms were. It was stated that the patient had to wear pads and that "it just comes out." The patient got the ins for her bladder problems. It was stated that the patient had a "suspended bladder and her rectum was not in the correct location." It was noted that "they corrected her rectum." It was reported that for the past three weeks the patient was having problems with her bowels. It was stated that the patient has not seen her health care provider since implant. It was also reported that the patient has fallen "a couple" of times and thought the ins had moved. The patient fell around the end of (B)(6) 2012, and "around one week ago" she fell down the stairs. Further information has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot # v989275, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).